Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: d4 (UDI no.), e1 (event site telephone). The iab was returned with the membrane loosely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and traces in the inner lumen. The returned non-maquet sheath was returned over the balloon membrane. One kink was observed on the catheter tubing approximately 73.4cm from iab tip. The optical fiber was found to be broken approximately 21.6cm from the iab tip. The three-way stopcock and extender tubing were also returned. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).

Manufacturer narrative:
Due to character limit in e1 event city name is (B)(6). A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that when the intra-aortic balloon was inserted on 3/1. The patient was moved to the ICU and was operating smoothly, but a timing update error occurred in the middle of the night on 3/2. When the monitor was checked, no pressure waveform was displayed. Operation continued, but the balloon waveform was flat. No harm.